Manufacturer narrative:
In addition to the malfunctions identified in the initial report, reliability engineering also determined that the full number of revolutions were not possible. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger / slider was blocked and jammed on the battery oscillator device. It was further determined that the handle was oblique and the span screw was worn. It was further determined that the u-disk had too much gambling. It was further determined during the pre-repair diagnostics assessment that the device failed for check saw blade coupling, trigger test, check trigger and ecu (electric control unit) function, check oscillation frequency and for mode switch-test. It was noted on the service order that the device had a trigger problem. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.